Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to moisture damage keypad trace. Unable to perform the displacement test due to keypad anomaly. No moisture damage electronic assembly. The motor received with corroded motor home switch.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 136 mg/dl. Troubleshooting was performed. The device was returned for analysis.